Event description:
Discordant results for platelets were obtained on an advia 120 instrument. The patient was admitted to the hospital based on the initial results. The samples were re-tested and the rerun results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant platelet results.

Manufacturer narrative:
A (B)(4) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discrepant results was unknown the (B)(4) calibrated the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.